Event description:
Customer recently opened new clinic with new staff and had experienced some minor start-up problems relative to rinsing procedures. A patient was put on dialysis (04/25/97) and experienced a mild allergic reaction to germicide. Prior to that, clinic had advised co that it was having problems in clearing germicide from dialysers. Co suggested that they review their rinsing procedures which were not following the dialyzer manufacturers recommended procedures. They have agreed to review and modify their procedures, and co will continue to monitor their activities either by phone or by a visit to the clinic. Further followup reports will be filed if required.